Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer maintains the iabp in-house and have not requested getinge's service. Additional information has been requested, and a supplemental report will be submitted if information is provided. (B)(6).

Event description:
It was reported that during a field action performed by a getiinge designee on the cs300 intra-aortic balloon pump (iabp), the batteries were expired and failed the run time test. There was no patient involvement and no adverse event was reported. The iabp was not cleared for clinical use. The getinge service territory manager (stm) and service regional manager have been made aware of the issue.

Manufacturer narrative:
The customer has advised that the iabp has been repaired and returned to clinical service.

Event description:
It was reported that during a field action performed by a getiinge designee on the cs300 intra-aortic balloon pump (iabp), the batteries were expired and failed the run time test. There was no patient involvement and no adverse event was reported. The iabp was not cleared for clinical use. The getinge service territory manager (stm) and service regional manager have been made aware of the issue.